Event description:
It was reported that balloon detachment occurred and was removed through a snare. The 70-90% stenosed target lesion was located in the mild to moderately tortuous and a very mild, intimal fibrosis calcified fistula. A 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During withdrawal, resistance was felt. When the device reached the end of the sheath, it was noted that the balloon was detached from the catheter. The catheter came out through the sheath over the wire and was removed altogether leaving the balloon within the fistula. The physician was able to access a new location site and removed the balloon through snaring. No further complications were reported and patient was well post procedure.